Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event with symptoms consisting of abdominal pain, fever and difficulty draining. The patient was treated with vancomycin and cefamezin (doses, frequencies, and routes not reported) for the event. Antibiotic treatment was ongoing. At the time of this report, the patient remained hospitalized and had not yet recovered from the event. Peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. Additional information was requested but is not available.